Event description:
It was reported that a device was used during a gyn procedure. It was reported the bowel was perforated with 10/11 or 10/12 trocar upon primary port insertion. The injury was not discovered during the procedure. Surgeon converted to an open procedure. The device is not being returned for evaluation.